Manufacturer narrative:
An event of pericardial effusion with cardiac tamponade requiring pericardiocentesis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Tee image review was performed, procedural measurements of the landing zone are in line with IFU and appropriate, however no depth measurements were recorded. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. Prior to procedure, patient was on 81mg aspirin. During procedure, heparin was administered and activated clotting time (act) level was 311 seconds. The location of the transseptal puncture was mid. The amulet was successfully implanted with no recaptures. After the procedure, the patient went home on 81mg aspirin and plavix 75 mg after a plavix 300 mg oral load. In the late afternoon of (B)(6) 2023, transesophageal echocardiogram (tee) confirmed patient had pericardial effusion with cardiac tamponade. Emergency pericardiocentesis was performed. The patient was reported as stable.